Event description:
Nursing home pt on gi tube feeding was given osmolite at a rate almost double what was intended. The problem was not noted until after 1000 cc had been administered. At this point a different IV pump was hooked up to finish the feeding. After the feeding was completed the pt began complaining and was found to have a rigid abdomen. Suctioning produced 450 cc of fluid. The pt was transported to a hospital where further suctioning produced another 200 cc of fluid. The pt later died of respiratory distress. Both pumps given to co rep on 10/13/94.